Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. It was found that the 5v supply from ps1 power supply had drifted to 4.8v. Adjusted the output to 5.09v and tested. The power supply was then replaced to resolve the issue. The ps1 power supply was received by the manufacturer for evaluation. Analysis confirmed the reported problem. Performed output testing over the course of an hour. 5v supply fluctuated during the test period at rapid intervals. The observed swing was +/- 0.093vdc. The power supply is not stable. An electrical failure mode was confirmed, with the ps1 power supply being the root cause. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system displayed a generator error code 134 and images could not be obtained. The image acquisition system (ias) was rebooted and the user was then able to acquire images to complete the procedure. The case was completed successfully with the system, and the patient was not impacted. The length of delay to the procedure because of this issue was not reported.

Manufacturer narrative:
The procedure was a c1-c2 spine fusion.